Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the mobile programmer logs was able to confirm the customer comments that the mobile programmer application was unable to interrogate an implantable cardiac device with high latency observed and electrograms (egm) missing. It was noted that loss of blue-tooth connection occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was unable to interrogate an implantable cardiac device. It was also reported that the interrogation had a high latency and that the electrograms (egm) were missing. No patient complications have been reported as a result of this event.